Event description:
A hospital nurse supervisor reported that a video image turned gray and was completely lost during a laparoscopic cholecystectomy procedure. She stated that the image phenomenon occurred when the distal end of the scope was touched. The nurse stated that although the scope could not be used to complete the case, it remained in service and was used for a second procedure. Intermittent image loss was experienced during the second case. There were no complications associated with either occurrence.